Event description:
It was reported that the customer passed out and was hospitalized for low blood glucose. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. Suggested that customer call her doctor to discuss possible causes of low glucose level. In addition, the customer's daughter stated that she reviewed the alarm history and noticed manual prime appearing nine times in approximately half hour. The daughter also stated that the alarm history revealed an error alarm during manual prime.